Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. The analyst noted that beginning (B)(6) 2015, atrial oversensing was observed in the s2d data, however, far field r-wave (ffrw) oversensing was not observed. Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing high sensing integrity counter (sic) and high rate non-sustained episodes with intermittent noise. It was also noted that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.